Event description:
Patient has experienced erratic blood glucose of 32-400 mg/dl since (B)(6) 2011. Patient attempted to correct hyperglycemia with the infusion device, but this was not successful. She then used an insulin pen. She at or drank something to correct hypoglycemia. The infusion device was not exposed to water or electromagnetic fields. Patient switched to a different type of insulin therapy on (B)(6) 2012, and her blood glucose was "ok" at the time of the report. Patient does not trust the infusion device is working as intended. Patient's normal blood glucose is 80-140 mg/dl, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.